Event description:
Reporter noted labeling of content label says no latex, but labeling of component states it contains dry natural rubber. Asks if pack is mislabeled.

Manufacturer narrative:
Waiting for evaluation results.